Event description:
A right heart catheterization was performed on (B)(6) 2024 to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 9.8 mmhg. The site questioned the recalibration after performing readings again on (B)(6) 2024 and second right heart catheterization was performed to check the sensor again on (B)(6) 2024. The sensor was not recalibrated. Additional information has been requested.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
The site continued to question the readings after the (B)(6) 2024 sensor check so an additional right heart catheterization was performed on (B)(6) 2024 to confirm the validity of the pressure sensor readings. The baseline was lowered by 8.5 mmhg. The baseline is now within 1.3 mmhg of the implant baseline.